Manufacturer narrative:
H.6. Investigation summary: one unused unit and an opened empty package and one unused unit in a sealed package from catalog number 381112, lot number 8003940. According to visual analysis of the sample, the customer-reported foreign matter is silicone. It should be noted that this silicone does not cause harm to the wearer and is used to aid in the slippage of the catheter during venipuncture. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): based on the investigations conducted for complaints of silicone visible of angiocath, it has been found that the root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. H3 other text : see section h.10.

Event description:
It was reported that prior to use foreign matter was on the catheter with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter: it was reported that several catheters have a dusty film over them when opened.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was on the catheter with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter: it was reported that several catheters have a dusty film over them when opened.